Event description:
Hill-rom received a report from a hill-rom tech stating left intermediate side rail will not latch. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the release latch has corrosion and release lever busted. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced left intermediate side rail latch and release lever to resolve the issue. Based on this info, no further action is required.